Event description:
It was reported that auto center buttons on the right side of c-arm are not working, which is causing sweeping motion. No injury was reported. It was determined that the c-arm switches needed to be replaced. Once this was completed the system was working as intended.